Manufacturer narrative:
Evaluation results: visual inspection of the returned products showed that there was a tear across the optic and a clear surgical residue on the lens. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that, the surgeon inserted an aq2003v silicone three piece lens and the lens tore upon insertion. The incision was enlarged to remove the lens and sutures were required to close the wound.